Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined although the physician indicated that he does not believe an ion product caused or contributed to this event and stated that it was due to a lavage they used. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient¿s oxygen levels were lower than their baseline saturation level. As a result, a nasal cannula was placed and the patient was hospitalized overnight for observation. The cause of the complication is unknown.

Event description:
It was initially reported that during an ion endoluminal lung biopsy procedure the patient experienced oxygen desaturation and a nasal cannula was placed. The patient was hospitalized for one night of observation and was discharged the day after the procedure. Intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the patient did not require oxygen prior to the ion procedure. The physician reported that the patient¿s baseline saturation level was 94% and their oxygen level was at 89% when the nasal cannula was placed. The physician reported that they do not believe an ion product caused or contributed to this event and stated that it was due to a lavage they used. The physician reported using the lavage to assess for potential infections and cytology. The ion procedure was reportedly completed. The patient did not experience any symptoms post-operatively nor were they ever considered medically unstable. The physician reported that the patient was hospitalized for a normal amount of time given their underlying medical condition and specified that the hospitalized was less than 24 hours. There was no bleeding during this procedure. The patient did not sustain a pneumothorax. The physician reported that it is "unlikely" that the desaturation period was anesthesia related. The patient is in stable condition and was discharged home. There were no videos or photos taken of this event for isi to review.